Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was kept by the medical facility. There were no reported complications postoperatively.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. The explanted device was kept by the medical facility. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.